Manufacturer narrative:
Evaluation summary:alternative has been provided.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
A black spot was found at 10 o'clock in the center of the image. This event occurred at the time of before delivery. There was no report of patient harm.